Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation, the right ventricular lead exhibited low impedance, loss of capture, and loss of sensing. On (B)(6) 2015, the lead was explanted and replaced. During operation, insulation anomaly was noted. On (B)(6) 2015, the patient presented in clinic for checkup. The patient experienced occasional pain at the implant site and have been touching and playing with the site. No further information was available.